Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he does not know if his insulin pump is working correctly. Customer woke up with normal blood glucose and 2 hours later, his blood glucose was over 600 mg/dl. Customer treated with a new site and a shot. Customer's blood glucose then went down to 47 mg/dl. Customer drank juice and ate tacos for dinner. Customer didn't bolus because there weren't many carbs in the tacos. Customer's last blood glucose was 247 mg/dl. Customer stated that he has a back-up plan of syringes and has not contacted his health care professional. Customer stated that he did not have a tubing clamp. Customer was advised to call back to continue troubleshooting once he receives the tubing clamp. Customer was explained the possible site issues. Customer was advised to do a complete set change.